Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up, down, and ok button are not responding. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: presses of the contrast button did not activate desired pump functions. All other keypad button presses did activate desired pump functions. The keypad was removed and adhesive was observed under the contrast button contact. Additionally the bolus button was found to be detached from the pump.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).